Event description:
A copy of a journal article was rec'd by shiley which reported that a pt with a bjork-shiley heart valve had heart surgery. Subsequent info obtained from the author of the article indicated that the pt had surgery for "paraproth. [Sic] leak, closure" of the mitral heart.